Event description:
Couldn't bend the knee [joint range of motion decreased]. Pain and some swelling in her left knee and leg [unilateral leg pain] . Pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3" larger that her right leg [unilateral leg swelling]. Pain and some swelling in her left knee and leg [aching (l) knee]. Pain and some swelling in her left knee and leg [swelling of l knee]. Synvisc had gone into balls that are move able from her left knee to her shin. They are squishy [joint effusion]. Case narrative: initial information received on 15-may-2020 from united states regarding an unsolicited valid serious case received from a patient via call center. This case involves a (B)(6) old female patient who couldn't bend the knee (latency: 2 days), had pain and some swelling in her left knee and leg (latency: same day), pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger than her right leg (latency: same day) and synvisc had gone into balls that are moveable from her left knee to her shin, they are squishy (few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient previously received hylan g-f 20, sodium hyaluronate in her right knee about 12 years ago for osteoarthritis (without problems). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, injection, (dosage, route, lot unknown) in left knee for osteoarthritis. In the context of covid19 crisis, the batch number and expiration date were not requested. Immediately the patient had pain and some swelling in her left knee and leg. On the same day, in the evening, patient went to the ER for it and her left leg from above the knee to the ankle was 3 inches larger than her right leg and was sent home without treatment and told to see her ortho doctor. The patient had an apt with ortho pa 2 days later, on (B)(6) 2020 and she couldn't bend the knee and was in a wheelchair. The patient was treated with a medrol dose pack and swelling went down and she was using a walker (seriousness criteria: disability and intervention required). The patient had an ultrasound at that time and was referred to pt and had to delay treatment in therapy because of covid-19. The pt was concerned because it seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are moveable from her left knee to her shin, they were squishy. The patient had many changes in the ortho provider that oversaw her treatment. Action taken- not applicable for all events. The patient was treated with methylprednisolone (medrol dosepak) for couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and not reported for seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient outcome is recovering as pain and some swelling in her left knee and leg; unknown for rest of the events. A product technical complaint was initiated, and results were pending for the same.

Event description:
Couldn't bend the knee [joint range of motion decreased] . Pain and some swelling in her left knee and leg [unilateral leg pain]. Pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3" larger that her right leg [unilateral leg swelling]. Pain and some swelling in her left knee and leg [aching (l) knee]. Pain and some swelling in her left knee and leg [swelling of l knee] . Synvisc had gone into balls that are move able from her left knee to her shin. They are squishy [joint effusion] . Case narrative: initial information received on 15-may-2020 from united states regarding an unsolicited valid serious case received from a patient via call center. This case involves a 67 years old female patient who couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and synvisc had gone into balls that are move able from her left knee to her shin, they are squishy, hospitalization with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. The patient previously received hylan g-f 20, sodium hyaluronate in her right knee about 12 years ago for osteoarthritis (without problems). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, injection once (dosage, route, unknown) (lot number: 9rsl025; expiration date: 31-may-2022) in left knee for osteoarthritis. Immediately the patient had pain and some swelling in her left knee and leg (latency: same day). On the same day, in the evening, patient went to the ER (emergency room)for it and her left leg from above the knee to the ankle was 3 inches larger that her right leg and was sent home without treatment and told to see her ortho doctor. The patient had an appointment with ortho pa (physician assistant) 2 days later, on (B)(6) 2020 and she couldn't bend the knee and was in a wheelchair. The patient was treated with a medrol dose pack and swelling went down and she was using a walker (seriousness criteria: disability and intervention required). The patient had an ultrasound at that time and was referred to pt (physical therapist) and had to delay treatment in therapy because of covid-19. The pt was concerned because it seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient had many changes in the ortho provider that oversaw her treatment. The patient went to ER and had hospitalization on an unknown date. Action taken- not applicable for all events. The patient was treated with methylprednisolone (medrol dosepak) for couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and not reported for seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy; unknown for hospitalization. The patient outcome is recovering as pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3" larger that her right leg; not applicable for hospitalization; unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one with global ptc number: (B)(4). Batch number: 9rsl025 and sample was not available for return. The production and quality control documentation for lot 9rsl025 expiration date (2022-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 9rsl025 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2020 there were 4 complaints on file for lot 9rsl025 and all related sublots. 4 complaints were on file for lot 9rsl025: (2) leakages, (1) syringe tip broken prior and (1) adverse event report sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA is required final investigation complete date: (B)(6) 2020. Additional information was received on 28-may-2020 from other healthcare professional via email and 29-may-2020 (significant) from patient via phone: global ptc number was added. Lot number was added. Text amended accordingly. Additional information was received on 11-jun-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information was received on 06-aug-2020 from patient. Patient details updated.the patient had ER hospitalization . Clinical course was updated. Text amended accordingly.

Event description:
Couldn't bend the knee [joint range of motion decreased] pain and some swelling in her left knee and leg [unilateral leg pain] pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3" larger that her right leg [unilateral leg swelling] pain and some swelling in her left knee and leg [aching (l) knee] pain and some swelling in her left knee and leg [swelling of l knee] synvisc had gone into balls that are move able from her left knee to her shin. They are squishy [joint effusion]. Case narrative: initial information received on 15-may-2020 from united states regarding an unsolicited valid serious case received from a patient via call center. This case involves a 67 years old female patient who couldn't bend the knee (latency: 2 days), had pain and some swelling in her left knee and leg (latency: same day), pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg (latency: same day) and synvisc had gone into balls that are move able from her left knee to her shin, they are squishy (few days), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient previously received hylan g-f 20, sodium hyaluronate in her right knee about 12 years ago for osteoarthritis (without problems). On (B)(6) 2020 , the patient started using hylan g-f 20, sodium hyaluronate, injection once (dosage, route, unknown) (lot number: 9rsl025; expiration date: 31-may-2022) in left knee for osteoarthritis. Immediately the patient had pain and some swelling in her left knee and leg. On the same day, in the evening, patient went to the ER for it and her left leg from above the knee to the ankle was 3 inches larger that her right leg and was sent home without treatment and told to see her ortho doctor. The patient had an apt with ortho pa 2 days later, on (B)(6) 2020 and she couldn't bend the knee and was in a wheelchair. The patient was treated with a medrol dose pack and swelling went down and she was using a walker (seriousness criteria: disability and intervention required). The patient had an ultrasound at that time and was referred to pt and had to delay treatment in therapy because of covid-19. The pt was concerned because it seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient had many changes in the ortho provider that oversaw her treatment. Action taken- not applicable for all events. The patient was treated with methylprednisolone (medrol dosepak) for couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and not reported for seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient outcome is recovering as pain and some swelling in her left knee and leg; unknown for rest of the events. A product technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. Additional information was received on 28-may-2020 from other healthcare professional via email and 29-may-2020 (significant) from patient via phone: global ptc number was added. Lot number was added. Text amended accordingly.

Event description:
Couldn't bend the knee [joint range of motion decreased]. Pain and some swelling in her left knee and leg [unilateral leg pain]. Pain and some swelling in her left knee and leg / left leg from above the knee to the ankle was 3" larger that her right leg [unilateral leg swelling]. Pain and some swelling in her left knee and leg [aching (l) knee]. Pain and some swelling in her left knee and leg [swelling of l knee]. Synvisc had gone into balls that are move able from her left knee to her shin. They are squishy [joint effusion]. Case narrative: initial information received on 15-may-2020 from united states regarding an unsolicited valid serious case received from a patient via call center. This case involves a 67 years old female patient who couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and synvisc had gone into balls that are move able from her left knee to her shin, they are squishy, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. The patient previously received hylan g-f 20, sodium hyaluronate in her right knee about 12 years ago for osteoarthritis (without problems). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, injection once (dosage, route, unknown) (lot number: 9rsl025; expiration date: 31-may-2022) in left knee for osteoarthritis. Immediately the patient had pain and some swelling in her left knee and leg (latency: same day). On the same day, in the evening, patient went to the ER (emergency room) for it and her left leg from above the knee to the ankle was 3 inches larger that her right leg and was sent home without treatment and told to see her ortho doctor. The patient had an appointment with ortho pa (physician assistant) 2 days later, on (B)(6) 2020 and she couldn't bend the knee and was in a wheelchair. The patient was treated with a medrol dose pack and swelling went down and she was using a walker (seriousness criteria: disability and intervention required). The patient had an ultrasound at that time and was referred to pt (physical therapist) and had to delay treatment in therapy because of covid-19. The pt was concerned because it seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient had many changes in the ortho provider that oversaw her treatment. Action taken- not applicable for all events. The patient was treated with methylprednisolone (medrol dosepak) for couldn't bend the knee, had pain and some swelling in her left knee and leg, pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3 inches larger that her right leg and not reported for seemed that the hylan g-f 20, sodium hyaluronate had gone into balls that are move able from her left knee to her shin, they were squishy. The patient outcome is recovering as pain and some swelling in her left knee and leg/ left leg from above the knee to the ankle was 3" larger that her right leg; unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one with global ptc number: (B)(4). Batch number: 9rsl025 and sample was not available for return. The production and quality control documentation for lot: 9rsl025 expiration date (2022-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot: 9rsl025 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 10-jun-2020, there were 4 complaints on file for lot: 9rsl025 and all related sublots. 4 complaints were on file for lot: 9rsl025: (2) leakages, (1) syringe tip broken prior and (1) adverse event report sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA is required final investigation complete date: 11-jun-2020 additional information was received on 28-may-2020 from other healthcare professional via email and 29-may-2020 (significant) from patient via phone: global ptc number was added. Lot number was added. Text amended accordingly. Additional information was received on 11-jun-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.